Manufacturer narrative:
(B)(4). The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that three xience stents were implanted on (B)(6) 2014: a 4.0x18mm xience v stent in the proximal right coronary artery (rca), a 2.25x23mm xience prime stent in the second obtuse marginal coronary artery, and a 2.25x23mm xience prime stent in the distal circumflex coronary artery. On (B)(6) 2015, 95% stenosis was found in the proximal rca, proximal to the target lesion. Although, the implanted xience v stent was noted to be patent, it is unknown if the restenosis was within 5mm of the implanted index stent. Revascularization was performed, with implantation of an additional unspecified stent. The event resolved on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, information was received that the stenosis in the rca found on 04/16/2016 was not within 5mm of the 4.0x18mm xience v stent implanted on (B)(6) 2014; therefore, the stenosis was not related to the stent. However, this event has already been reported, so it will remain reportable. No additional information was provided.